Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the subject reload adapter was broken and it was attached to the firing rod. In addition, the proximal end of the firing rod was bent. The broken adapter was removed from the instrument without difficulty. Functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent instrument firing rod may occur due to excess lateral force being applied to the shaft of the instrument. Damage to the firing rod may cause difficulty to load a single use loading unit onto the instrument. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic distal pancreatectomy procedure. The reload was connected the manual stapling handle and the surgeon started to clamp the tissue of the pancreas. However, the reinforcement material was detached from the cartridge. The reload was removed from the handle without unlocking the device, by force and in haste, and the connectors of the handle and the cartridge were broken. Replaced by a new device and the firing was completed. There was no patient harm. The status of the patient is no problem.